Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the information available indicates that a revision procedure occurred as a result of pain. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent partial knee procedure (B)(6) 2010. A subsequent revision was performed (B)(6) 2013 due to pain. The femoral, bearing and tibial tray were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 2 of 2 mdrs filed for this event (reference 1825034-2013-01976 and 02890).

Event description:
It was reported patient underwent right partial knee arthroplasty (B)(6) 2010. Subsequently, a revision procedure to a total knee was performed on (B)(6) 2013 due to pain. Review of medical records noted the bearing had fractured due to malpositioned tibial tray and femoral components. No further information has been provided.